Event description:
My disk was blown out l3-4, due to a car accident. The surgeon, put in a peak plastic cage, that I have a history of rejecting. Now I have a plastic level 10 times the safe limit. My testosterone level was 33 and I developed nonalcoholic fatty liver. My pancreas is not processing sugar properly. My stomach is bloated and I have right leg pain. Astura medical ti sirian lateral interbody cage was the part the medical records show was used in my spine.